Event description:
It was reported the patient's blood glucose level rose to 310 mg/dl while wearing the pod. No specific treatment information was provided. The device was originally reported for high bg levels.

Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be kinked. The timing and cause of this damage could not be determined. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.